Event description:
Multi-access (mac) catheter was used for surfactant administration; it is intended for multi-use over 3 surfactant doses. On the second administration, a small leak was noted at the hub. On the third administration a significant portion of the dose was lost through the crack in the hub. Staff was able to replace from the second vial that had already been accessed. Catheter packaging and information had been discarded.